Event description:
The customer has reported that the unit went into a complete power failure. The doctor has requested evaluation for power failure. There have been no patient consequences reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.